Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 1.5 mmol/l. The customer stated that his typical daily totals were in the 40s mg/dl. The customer stated that the drive support cap is fine. The customer was not admitted to the hospital for low readings. The customer has not changed the insulin concentration or dosage. The customer stated that the insulin amount is correct. The customer was advised to reach out to health care provider regarding bolus wizard.